Event description:
A hemodialysis inpatient user facility has reported that the end of treatment, a blood leak occurred. The leak was visually observed in the threading of the header. The machine did not alarm. Blood was returned to the pt. Pt had no adverse effects and no medical intervention was required. The pt's treatment was terminated with 15 minutes left. Pt was not reconnected on another machine for the last 15 minutes of treatment. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.